Event description:
The machine failed autotest. The gambro technical services (gts) rep found that balance chamber valve vb7 was not opening or closing. The valve body was replaced. There was no pt involvement.